Manufacturer narrative:
A slim rod was inserted in the ulna of a (B)(6) patient. No information was provided regarding the device catalog number, therefore the device diameter cannot be determined at this time. The patient's history is unknown, but it appears from their x-ray that the bone defect in their ulna is relatively large with complete bone separation and apparent nonunion. It is likely that the large bone defect contributed to the fatigue failure of the exposed slim rod due to cyclic cantilever forces at the nonunion site. Based on the patient's x-ray, there is no apparent plastic deformation of the implant, further confirming its fatigue failure. It is important to note that nonunion is prevalent in the forearm due to the difficulty in maintaining full immobility. Arm movement during normal daily activity exposes the humerus and forearm to large bending forces as they act as levers. Therefore, it is often difficult to achieve bone union, especially when the bone defect is large, as in this case.

Event description:
A slim rod that has been inserted into the ulna of a (B)(6) patient broke at the nonunion site, midway along the bone segment.